Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the left ventricular (lv) lead exhibited high thresholds. The lead was found to be dislodged at the post operative check. The physician attempted to reposition the lead. While slitting the catheter the lead dislodged again. The lead was removed and an active fixation lead was successfully implanted. No patient complications have been reported as a result of this event.